Event description:
It was reported that high pacing impedance was observed on the left ventricular (lv) lead during the implant procedure. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies.